Manufacturer narrative:
Citation: nakamura t. Diabetes mellitus impairs left ventricular mass regression after surgical or transcatheter aortic valve replacement for severe aortic stenosis. Heart lung circ. 2016 jan;25(1):68-74. Doi: 10.1016/j.hlc.2015.05.019. Earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding diabetes mellitus impairing left ventricular mass regression following surgical or transcatheter aortic valve replacement. All data were collected from a single center between 2010 and 2013. The study population included 183 patients (predominantly female; mean age 79 years), an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 2 operative deaths occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: reoperation for bleeding, atrial fibrillation, stroke, patient-prosthesis mismatch, and post-operative valve gradient. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.